Manufacturer narrative:
Examination of the returned products (B)(6) confirmed the reported event: however the products were sent to (B)(6), evaluated and confirmed the reported event. Review of the provided cd of x-rays by (B)(6) noted the cup placement appeared to be proper and unremarkable. There was nothing that appeared out of the ordinary other than the lateral view, which appeared to be dislocated for some reason. The reported fracture could not be confirmed based on the provided x-rays. The investigation concluded the fracture occurred due to a misaligned position of the insert within the metal shell. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Ceramic head had pitting/scratching on head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.